Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up with a device that was post paced t-wave oversensing on the ventricular channel. Programming changes were made during device check.